Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails bent won't fit h blocks. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Complaint of "frame of the seat when you fold it out to use it, the bars are slightly bent inward and can¿t attach to the rest of the chair" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails bent won't fit h blocks. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. The frame of the seat when you fold it out to use it, the bars are slightly bent inward and can't attach to the rest of the chair.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The frame of the seat when you fold it out to use it, the bars are slightly bent inward and can't attach to the rest of the chair.